Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice (hc) cassette, without an alarm. The hp was connected at the time of the event. This occurred during fill one of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the patient with stopping therapy and discussed continuous ambulatory peritoneal dialysis (capd) with the patient. There was no patient injury or medical intervention associated with this event. No additional information was available.